Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) had a grapefruit size hematoma. Boston scientific technical services (ts) noted that the patient underwent surgical intervention. Additional information indicated that the device functioned normally and patient underwent surgical revision of the pocket and no issues noted with device upon device check. Patient symptoms were not device related. This crt-d remains in service. No additional adverse patient effects were reported.